Event description:
It was reported that during a bilateral mastectomy case with reconstruction using the plasmablade 3.0s, after completing the right breast, they started on the left side. The doctor immediately said the device was not working on the coag function. The setting used were 6 cut and 7 coag. They increased the coag several times until they got to 10. The device was still working. The cut feature seemed to work still for about a minute and then it stopped as well. They opened another device. The new device did not work on any function. They completed the case with a bovie. Both the generator and handpieces were removed from the facility. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in good condition with minor surface imperfections. Troubleshooting revealed the two secondary windings of the output transformer t3 on the rf amp pcba were shorted together. This prevented cut and coag energy from being delivered correctly. Also noted was that the wiring for single current sense transformer t9 on the rf board was backwards. After replacing t3 on the rf board, the unit delivered rf energy correctly into the fixed resistors during initial testing. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.